Event description:
The complaint received states that during the procedure, when the physician was inserting the trufill (633-320x/15802022, complaint product) in an unspecified microcatheter (unknown jamiro iii/kaneka) when it became impeded. The procedure was coil embolisation for an unknown vessel. No information regarding the vessel/aneurysm was provided. No patient information (age, gender, dob and weight) was provided. During the procedure, when the physician was inserting the trufill (633-320x/15802022, complaint product) in an unspecified microcatheter (brand name and type unknown) when it became impeded and he could not push it any further. The report did not indicate when and where exactly it got stuck. Therefore, both the trufill and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (633-320x, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. There was no report of injury for the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15802022 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.